Event description:
It is alleged through the filling of a lawsuit that: the pt rec'd a stryker hip device on or about (B)(6) 2009 which caused her injury and ultimate death.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.